Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. Cine review: one (1) fluoroscopic still image was provided. A single, fully deployed clip can be seen with no cds in view; this indicates the image was taken post deployment (mechanical separation) of the first clip (reported device). The clip arm angle appears to be ~20° and within the range of a fully closed position per the instructions for use. The clip does not exhibit a significant arm angle typically associated with post deployment cowl. It is possible that the clip was closed to an angle = 15° prior to deployment such that the clip lock mechanism settled upon deployment (mechanical separation) which is normal behavior. Clip lock settling can potentially result in minor arm movement (~5°) that is sometimes visible by the user. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There is no evidence of a device issue based on the image provided.

Event description:
This is filed to report a clip that opened while locked. It was reported that patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. The first clip (ntw) was deployed as per instructions for use (IFU), after establishing final arm angle (efaa) and performing all required steps. Immediately after deployment, the clip appeared to have opened. It was noted that the mr partially returned and was flowing through the clip. The clip appeared stable on both fluoroscopy and echocardiogram. A second clip was placed at a separate jet (lateral and not adjacent to first clip). This resulted in a near complete elimination of mr, including the mr that had recurred through the first clip. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.